Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited pause episodes due to undersensing. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the episodes were determined to be due to signal saturation. The cause of the signal saturation in the patient is undetermined but thought to be due to a temporary loss of electrode contact.